Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening and crease folds. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp crease opening, wear abrasion, and stress marks. Based on the device analysis the final assessment was one sharp crease opening in the radius side assessed as a fold flaw opening.